Event description:
The account stated that a prism hbsag negative result was generated on a donor sample from (B) (6) 2009. The account stated that the sample was (B) (6) positive when tested at (B) (6) lab. The prism hbsag negative results were not reported. The (B) (6) testing data has not been provided by the account. There was no report of impact to patient management.

Event description:
The operater received a shock from the prism analyzer. The operator stated the prism analyzer generated multiple errors, which took the channel off line and did not resolve with cycling power. The account performed an electonic test which showed the serial I/o and pib were off line. Service was requested for the prism analyzer. The next day, the operator touched the prism analyzer and received a shock. The operator was unable to describe the shock, but did not think it was a static shock. The operator stated the shock was almost like an electrical shock, but there was no power surge, no smoke and no burn smell. The operator was physically fine with no skin burn and no pain. No treatment was given to the operator.

Manufacturer narrative:
(B)(4). Although the customer reported receiving an electric shock on her outstretched finger while attempting to manually remove sample rack from the prism instrument, this investigation was unable to identify anything in that area capable of generating an electric shock. The issue has not recurred and no malfunction was identified. An abbott prism instrument was evaluated at abbott laboratories and while there were many cables and wires observed in the sample rack loading area, there were no exposed contacts or worn wires that could have lead to an electrical shock. Also, the abbott prism instrument involved in this incident was evaluated by a field service representative and no worn or exposed wires were identified that could have caused the operator to be shocked. Additionally, an evaluation of the signal cable (power cable) was made to determine if it could have caused an electrical shock. The shock the operator received was from the sample rack loading area which could not have been caused by the pinched signal cable. The signal cable contains no signals or voltages greater than 5 volts. Accidentally shorting these signals or a 5 volt power to chassis could cause the 5 volt power supply to fail but could not have caused the operator to experience the shock that was described in the complaint. At this time the investigation team is unable to identify what caused the electrical shock felt by the customer abbott prism operator. The issue has not recurred and the prism instrument is performing within specifications. No malfunction was identified.

Manufacturer narrative:
No method, results or conclusion code can be chosen at this time. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.